Event description:
Per reporter, the site's dell x5 handheld computer kept freezing upon interrogation. Reseating the flashcard resolved the issue. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a serious injury or death.